Manufacturer narrative:
Batch review performed on 01-dec-2022. Lot 2115185: (B)(4). Expiration date: 2026-dec-19. No anomalies found related to the problem. To date, 18 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
The patient had primary knee surgery on (B)(6) 2021. On (B)(6) 2022, the patient came in reporting pain due to aseptic loosening and the cause is unknown. The surgeon revised all components except the patella and the surgery was completed successfully. Presently, on (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.